Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to request assistance programming her transmitter ID into the insulin pump and new sensor. Customer's blood glucose reading ranged between 400 an 500 mg/dl due to the steroids she was currently taking. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.